Manufacturer narrative:
(B)(4). PMA/510(k) #: k124030. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the cook® single-use holmium laser fiber broke at the hub. The user stated that when they attempted to tighten the connector, where the fiber attaches to the laser; the connector was hot and was sparking. The lithotripsy procedure was successfully completed using the same laser and a new fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. The investigation also included a review of complaint history, the device history record, the instructions for use, manufacturing instructions, quality control data, specifications, and trends. One opened package labeled rpn hlf-s273-h30 and label lot 8454181 was received. Device was likely returned inside the package of the replacement fiber. The fiber was returned inside the protective coil secured in the packaging tray. The fiber was returned in two segments. The fiber is severed just below the distal end of the silicone plug cover. Under magnification, the distal fiber segment appeared to have blue cladding slightly charred with a distorted /melted appearance at the point of separation. Cladding has been stretched covering the severed end of fiber quartz. The point of separation was recessed inside the distal end of the silicone plug cover. The cladding is charred and broken quartz is visible at the point of separation. No damage observed on the proximal end of the plug. This device is tested during manufacturing to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. The device is packaged in a protective coil, both coil and plug are snapped into a laser fiber tray that provides added security during shipment. The instructions for use (IFU) contains the following precautions: a number of different factors affect the life of any particular fiber, including: extending lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Improper handling. Poor lasing beam alignment of focus. Never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the device history record for this lot found no related non-conformances. A review of complaint history records revealed this complaint to be the only complaint associated to lot number 8454180. The laser fiber was returned and was found to be broken and separated at the red plug. Charring and melted cladding was noted at the site of the break. The cause of the damage is likely related to rough handling of the fiber during use. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.